Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet returned.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2022 when it was reported ¿plume pen burnt through holster¿. Further assessment was requested, no answers have been received to date. The procedure was completed. There was no report of patient contact and no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.